Manufacturer narrative:
Plant investigation results: the actual sample was returned for physical evaluation. A visual inspection was conducted with no issues noted. Dimensional measurements were performed and the results were found to be within tolerance specifications for the device. Additionally, a taper test was performed using a force gauge with no issues noted. A simulated therapy was successfully completed with the returned sample. Upon completion of the physical evaluation, there were no malfunctions that could have caused or contributed to the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Upon conclusion of the investigation, the returned device was found to be compliant with product specifications and a cause of the reported event could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information provided: additional information was obtained during follow up with the patient¿s peritoneal dialysis registered nurse. It was clarified that the patient was not unconscious, as previously reported, and they did not require mechanical ventilation to breathe. The patient was using a non-rebreather mask to assist with oxygen delivery. While hospitalized, the patient was groggy but conscious and able to answer questions. The patient was treated with unspecified intraperitoneal antibiotics (drug, dosage, frequency and duration unknown) while hospitalized and continued the antibiotic regimen until it was completed. The patient did experience cloudy effluent as a result of the issue. Multiple cultures were performed throughout the patient¿s hospitalization, but the results were negative for peritonitis for each one. The patient was discharged from the hospital after four days. The patient has continued with peritoneal dialysis therapy with no changes to their peritoneal dialysis prescription. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported adverse event. Based on the provided information, a potential causal association between the reported adverse events and the leaking connector exists. However, due to the limited amount of information provided combined with conflicting reports between the patient and peritoneal dialysis registered nurse, a definite causality cannot be determined. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the adverse events remains. Should additional new information be made available this clinical investigation will be reevaluated.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak from their apd luer lock connector during peritoneal dialysis therapy. It was not specified during which phase of therapy the leak began. The leak was further described as fluid was dripping from the connection between the patient¿s apd luer lock connector and their supply bag. There were no reported alarms that coincided with the event. There was no report of any damage to the connector or the patient¿s supply bag. It was noted that the patient uses a third party supply bag when performing peritoneal dialysis therapy. Following the leak, the patient contact was advised to start therapy over using new supplies. The patient contact opted to change only the supply bag and the patient then continued with therapy. Upon further follow up, it was discovered that the patient was hospitalized for peritonitis three days after the reported leak occurred. It is unknown if peritoneal effluent cultures were performed. It is unknown if the patient was treated with antibiotics for the peritonitis. The patient was reportedly unconscious in the ICU. The recovery status of the patient is unknown. Although the patient¿s apd luer lock connector was reported to be available for return, it has not yet been received for evaluation. Additional information was requested but was unavailable.